Event description:
(B) (4). Same case as 2134265-2010-02736. It was reported that during a carotid artery stenting procedure, the patient experienced a spasm in the carotid artery. The target lesion was located in the ostium of the left internal carotid artery with 85% stenosis and was 3.0 mm long with a 4.0 mm reference vessel diameter. The physician treated the target lesion with filterwire ez and placement and implanting a carotid wallstent. During the index procedure, the patient had a spasm in the internal carotid artery. The patient was treated with medication and the event was considered resolved without residual effects. Following post-dilatation, residual stenosis was 12%. The patient was discharged the next day.

Manufacturer narrative:
(B) (4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)